Event description:
It was reported that following a pump replacement, the patient experienced an infection and the pump was removed. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.